Manufacturer narrative:
The actual devices have not been returned to welch allyn for eval. Vaginal speculum.

Event description:
A customer reported welch allyn vaginal speculums cracked in two pts and a total of six speculums were cracked out of their box of twenty four. The clinician noticed one speculum that had a little crack in it when the physician took it out of storage. Neither pt was aware that the speculum had broken and no pt injuries were reported. The customer did not provide a pt identifier.